Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that after a lap gastrectomy procedure, the surgeon noted that one piece from the cannula of the trocar (5 mm bladeless) was missing. It was impossible to determine where and when the piece fell down. After consultation with the staff, they decided not to search for it. Unknown how case was completed. There were no adverse consequences to the patient.